Event description:
It was reported that during a laparoscopic nephrectomy procedure, the surgeon was about one hour into the operation during which he had been using the harmonic steadily. He had been using the shears with the power levels set at minimum 1 and max 5. Just before the problem occurred he changed the power settings to minimum 3 and max 5. He closed the jaws around a small vessel (no more than 2mm) and activated the hand piece on the low power setting. The hand piece was being activated for quite a long time to allow the vessel to seal, possibly more than it is indicated for. We then smelled burning plastic and could hear the high-pitched noise of the active blade moving against metal and it became clear that the teflon pad had been damaged. On stopping activation of the device, we could see that the protective pad had fallen off of the inactive jaw of harmonic and was blackened and damaged. It is maybe worth noting that the patient suffered from dysfibrinogenemia hence the decision to use the harmonic on the low power setting when sealing the vessel in question. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information provided: the white tissue pad did fall into the patient. It was removed using a pair of laparoscopic graspers through a trocar. The pad was then binned by accident and cleared from the theatre area before the rep could request it be retained for the purposes of sending to be analysed. The patient suffered from dysfibrinogenemia therefore there was quite a lot of blood oozing during the whole procedure. There wasn't significant bleeding as a result of the vessel not being sealed properly at the point that harmonic broke. The consultant used surgicell on the tissue initially until another harmonic handpiece was opened. The device was returned with the tissue pad partially detached. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.